Event description:
When deploying the stent, balloon held pressure at 6 atn's for 5 seconds then was taken to 10 atm's and held pressure for 15 seconds. Balloon then broke and lost pressure. Noticed pinhole in balloon upon removing it from the pt.